Manufacturer narrative:
The initial reporters' zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Stop use if an allergic reaction occurs. Do not use on users with skin irritation or breakdown at the site. Placement: have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer's mom had developed uti and stopped using and then used pw again the other day and thought her mom was acting kind of strange. Noted should help reduce risk of infection comparative to other options like internal catheter or disposable briefs as long as using as directed. Noted to clean tubing and canister daily and replace wick every 12 hours or immediately if contaminated with fecal. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared). It was unknown what medical intervention used for urinary tract infection.

Event description:
It was reported that the customer's mom had developed uti and stopped using and then used pw again the other day and thought her mom was acting kind of strange. Noted should help reduce risk of infection comparative to other options like internal catheter or disposable briefs as long as using as directed. Noted to clean tubing and canister daily and replace wick every 12 hours or immediately if contaminated with fecal. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared). It was unknown what medical intervention used for urinary tract infection.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.